Manufacturer narrative:
Product analysis: analysis found that 20 seconds after removing the battery, the device automatically shut down. As a result the printed circuit board assembly was replaced. The device was calibrated. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob was not working properly. The external pulse generator (epg) was returned for servicing. There was no patient involvement.